Event description:
A customer reported experiencing four blunt knives during surgery. There was no patient harm. Additional information indicated the knives were later viewed under the microscope and were found to have twisted tips.

Manufacturer narrative:
One opened sample was returned for evaluation. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived bluntness of the knife like that reported by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reused, improper handling, or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edges exhibited on the returned opened sample, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).